Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ladg - lap assisted distal gastrectomy. According to the reporter: after the 7th or 8th firing for anastomosis of stomach to jejunum, the jaws would not open. The surgeon pulled the device away from the tissue and sutured the stapled part. There was tissue damage. The detail of the damage was unk. The damaged part was sutured and it was not irreversible. Pt is under observation. Operating room time was extended by more than 30 minutes. No information about the use of reinforcement material. The lot number of the device was not identified.